Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to noise with oversensing on the right atrial (ra) lead. It was also noted that ra pace impedance measurements had recently doubled, but remained within normal range. Technical services (ts) reviewed troubleshooting options and possible causes. This ICD system remains in service. No adverse patient effects were reported.